Manufacturer narrative:
(B)(4). Batch # t5dx30. Device analysis: the analysis found that one plee60a device was returned with no apparent damage and with two gst60g reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Reload b and c: gst60g, t5d262, fully fired, installed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the doctor highlighted that the green reload on the first two firings had malformed or crisscross formation on one side, the right side of the staple line. The doctor stated that the staples should form in a b formation and close directly back to crown of staple. The staples on the left side of the staple line that secured the gastric sleeve were closed in a b shape form. It was not reported how the procedure was completed. There were no patient consequences reported.